Event description:
The customer reported the system was locking up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive and the general purpose operating system were replaced. The system was then found to be operating as intended.